Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s driveline had damage to the outer sheath in a new area. It was noted that there were breaks and small sections of exposed wires near the driveline strain relief. A driveline sheath repair was performed on an out patient basis on (b(6) 2018. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Log file analysis revealed that two (2) low flow alarms were logged since (B)(6) 2018. This is an additional observation not related to the reported event. Based on the risk documentation, possible causes of the low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. On-site inspection of the driveline cable revealed a new crack in the outer sheath, confirming the reported event. Visual evidence also revealed discoloration of the outer sheath. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. An internal investigation has been opened to evaluate driveline sheath damages and implement corrective actions as required. Based on the internal investigation conducted to evaluate driveline sheath damages, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.